Event description:
Review of service data detected a reportable event. During servicing, battery pack sn (B)(4) was found to have a damaged connector. The last pt to use this battery back did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon eval, the battery pack connector was found to be damaged. The root cause of the damage cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective battery pack. The last pt to use this battery back did not report any deficiencies.